Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pc made to patient. Patient stated that he saw a medtronic rep today at dr. Siemen's office. Rep did some reprogramming and was told that patient charging more is due to parameters. Patient understood and his charging concerns have been addressed. Patient added that the device works for him much better than he could ever imagine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on saturday the pt received the screen "please wait" (screen 62) and the screen was frozen and unresponsive. During the call the pt reset their controller and plugged the controller into the ac power supply. Pt verified that the controller was responsive and charging with a green flashing light. Pt unlocked the controller and received no device found, patient services (pss) advised pt to continue to charge controller then attempt to charge implant when controller is fully charged. The troubleshooting steps that were taken on the call resolved the issue. The patient called back stating he cannot charge his ins. Pt was not plugged into the rtm and still plugged to the wall. Pss walked pt through the steps and eventually after going through passive recharge mode he was able to get to recharging excellent and was charging just fine. Pt also reported this implant he has he's always charging and did not have to do this with his old device.